Event description:
It was reported following an angioma embolization procedure with polyvinyl alcohol particles, a 6fr angio-seal sts device was used to seal the arteriotomy site. The angio-seal carrier tube entered the artery over the wire without problems and the anchor was positioned correctly in the artery. The physician was unable to pull the components back and out to complete the deployment. The pt underwent surgery; reportedly the device was correctly positioned. The pt was reportedly recovering and doing well.